Event description:
It is reported that the patient experienced right knee pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. Evaluation: the part numbers and lot numbers are unknown; therefore the device history records could not be reviewed.